Event description:
Allegedly the registered nurse was working on the patient and raised the siderails. She turned around to get more supplies, the patient rolled out of the bed and fell to the floor. No injury reported.

Manufacturer narrative:
The hill-rom technician inspected the bed, tested operation of the siderails and stated all siderails are latching and working properly.